Manufacturer narrative:
(B)(4). It was reported that implant date occurred between (B)(6) 2009 and (B)(6) 2015 and the revision occurred between (B)(6) 2009 and (B)(6) 2020. Concomitant medical products: unknown nexgen lps bearing catalog#: ni, lot#: ni report source: (B)(6). Literature - brown, m., ramasubbu, r., jenkinson, m., doonan, j., blyth, m., & jones, b. (2021). Significant differences in rates of aseptic loosening between two variations of a popular total knee arthroplasty design. International orthopaedics, 10.1007/s00264-021-05151-w. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02536. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a study with the purpose of ascertaining rates of aseptic tibial loosening for two implant types within five years of implantation reported that 1 patient underwent revision due to instability. Attempts have been made and no further information was provided.